Event description:
The customer reported that the defibrillator would not power on with known good batteries. There was no patient impact.

Manufacturer narrative:
(B)(4): a f/u report will be submitted upon completion of the investigation.